Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings from the sensor scan in comparison to readings obtained from a laboratory meter taken within 10 minutes. Customer received readings of 194 mg/dl and 174 mg/dl on the sensor scan which, are higher compared to the laboratory readings of 73 mg/dl and 80 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly and no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving high readings from the sensor scan in comparison to readings obtained from a laboratory meter taken within 10 minutes. Customer received readings of 194 mg/dl and 174 mg/dl on the sensor scan which, are higher compared to the laboratory readings of 73 mg/dl and 80 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.